Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female pt, the electrodes would not adhere to the pt's skin. Complainant indicated that the clinician obtained another set of pads to continue treating the pt and a shock was successfully delivered to the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product and will be providing a f/u report when our investigation is completed.